Manufacturer narrative:
The device was returned for evaluation. Lot release records were reviewed and the product lot met all acceptance criteria. An occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked, but a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.

Event description:
It was reported that the patient's blood glucose levels reached 324 mg/dl while wearing the pod longer than 48 hours. As treatment, a bolus of 3.60 u as delivered.